Event description:
The valve was explanted due to thrombus impeding leaflet motion resulting in regurgitation. It was reported the pt was complaint with warfarin and inr was within therapeutic range (under 3.0).

Manufacturer narrative:
The results of this investigation indicated the thrombus formation at both pivot guard areas severly limited movement of both leaflets and resulted in stenosis and incompetence. There was not evidence found to suggest the thrombus was due to an intrinsic defect in the valve, as supported by the review of the valve's manfacturing traveler and the analysis performed. The cause of the thrombus formation remains unk.